Manufacturer narrative:
The reagent lot number is 883217. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable low results for multiple patient samples tested for multiple assays on a cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample tested for total protein gen.2. The initial result was 5.8 g/dl. The repeated results were 7.2 g/dl and 7.2 mg/dl. The repeated results were obtained on another module and were believed to be correct. The sample was repeated because multiple low results were observed.

Manufacturer narrative:
The qc was acceptable. A general reagent issue was excluded. The field service representative adjusted the probe, optimized the reaction cell and outside rinse water volumes, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.